Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device; however, the issue could not be resolved. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, august 14, 2015.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery. The report is filed october 30th, 2015.

Manufacturer narrative:
Correction: the correct implantation and explantation dates are (B)(6) 2011 and (B)(6) 2015, not june 1st, 2011 and july 30th, 2015, as previously reported. This report filed december 30th, 2015.